Manufacturer narrative:
The insulin pump passed the functional tests and no button error alarms were noted. However, corroded keypad traces, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported recently being hospitalized twice due to diabetic ketoacidosis. Blood glucose level at the time of one admission was 504 mg/dl. Customer's health care provider stated that the cause of the diabetic ketoacidosis was the usage of sets with bent cannulas. Customer stated that she was wearing the insulin pump one of the times when she was admitted. Blood glucose level was 109.8 mg/dl at the time of the call. During troubleshooting for high blood glucose levels, customer reported seeing air bubbles in the tubing. The insulin pump's history showed that it had recently returned a weak battery alert, a battery out limit, a button error alarm, and a low reservoir alert. Customer did not recall any significant events leading up to the button error alarm. No further information was provided.